Event description:
It was reported that patient presented in emergency room experiencing fatigue due to bradycardia. It was noted that right ventricular leadless pacemaker (rvlp) exhibited failure to capture. The transvenous pacemaker system was implanted as a result while leaving the rvlp in place on (B)(6) 2025. Patient condition was stable.